Event description:
During system explant due to infection, complete explant of the left ventricular lead was not possible. A final rupture was observed at the level of the proximal pole and the lead tip was abandoned within the patient. Please see the article titled " transvenous extraction failure of a recently implanted active fixation coronary sinus lead: good or bad times? Heart rhythm case reports 2024; 10:266. Https://doi.org/10.1016/j.hrcr.2024.01.009" for additional details. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).